Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. A new lead with the same model was placed. No additional adverse patient effects were reported. Additional information received indicates that this rv lead exhibited high impedance out of range that is sufficient to suggest a lead conductor issue. This lead will not be returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. A new lead with the same model was placed. No additional adverse patient effects were reported.